Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have resulted in this issue. Additionally, a review of the complaint history identified no other similar complaints reported from this lot. All available information was investigated, and the reported positioning failure appears to be due to challenging patient anatomical condition. The reported difficult to remove was due to positioning failure/operational context. A conclusive cause for difficult to open or close could not be determined in this complaint. The reported unspecified tissue injury was due to positioning failure. The reported patient effect of mitral valve injury (unspecified tissue injury) as listed in the mitraclip system instructions for use (IFU), is a known possible complication associated with mitraclip procedure. There is no indication of a product issue with respect to manufacture, design or labeling.

Manufacturer narrative:
The device will not be returned for evaluation; the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is being filed to report the gripper actuation issue, difficulty removing the device and leaflet damage. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4+. One clip was deployed without issue. The second clip delivery system (cds) was advanced to the mitral valve but unusual resistance was noted when attempting to grasp the leaflets. The decision was made to invert the clip and retract it into the left atrium (la) however resistance was noted and eventually the clip retracted suddenly into the la. The clip was checked and it was noted one of the grippers would not move therefore the cds was removed. Additionally, it was noted the leaflet was perforated from the grasping attempts. Another clip was implanted next to the first clip to complete the procedure, reducing mr to 3-4. There was no clinically significant delay in the procedure and no adverse patient sequela. No additional information was provided.